Event description:
Approximately eight months after receiving a cypher stent in the mid lad, restenosis was confirmed in the previously treated index lesion. The mid lad was again treated with another cypher stent.